Event description:
A customer reported a system message displayed during a cataract procedure. The case was completed using an alternate system. There was no harm to the pt. Additional info has been requested, but none has been received.

Manufacturer narrative:
The facility biomedical technician called the company technical support specialist (tss) to assist with troubleshooting. The biomedical technician stated they will tune a handpiece and call back if the system message persists. The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).